Event description:
Procedure: wedge resection. According to the reporter: return knob would not return and the jaws would not open. Additional resection of tissue was performed to remove the device. After surgery, the knob could be returned. Used another device.

Manufacturer narrative:
(B) (4). (B) (4).